Event description:
It was reported that the 2500 system, after booting, had no table motions. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Determined that the output power supply in the tower was defective. Advised clinical engineering that the power supply is no longer available since the system is in its end of life. No further info available.